Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) recommended the customer switch from universal surgical manipulator (usm) 4 to usm 1 (this was a three-arm procedure) and rebooting the system after the case. It was confirmed that after rebooting the system, there was no further issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci assisted benign hysterectomy surgical procedure, the customer informed the technical support engineer (tse) that arm 4 rotated 180-degrees from its initial position when it was docked and a patient clearance message had appeared. The tse had the customer undock and address the patient clearance condition, but the issue persisted. The customer continued with the procedure using the same system configuration without further issues. The customer rebooted the system after the procedure, which successfully resolved the issue. No known impact or patient injury was reported.